Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on there was no similar complaint and there is no tendency to occur frequently, there was the possibility that this phenomenon was attributed to the inappropriate handling by the user or the accidental malfunctions.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified therapeutic procedure the error e209 was displayed. The user facility completed the intended procedure with the subject device. There was no report of patient injury associated with this event.